Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed that there was no malfunction with the device. The customer was using a non-recommend validation method of measurement with the simulator for the nibp parameter. The customer was provided with information to resolve the issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that during preventive maintenance and equipment calibration, a discrepancy was identified in the systolic and diastolic pressure values provided by the non-invasive pressure module (nibp). The measured values do not correspond to the expected parameters, indicating a possible inconsistency in the measurement.